Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported there was an issue with catheter insertion or advancement. At implant, the surgeon had difficulty accessing the intrathecal (it) space. The surgeon asked about alternative methods (lumbar drain) to place the catheter. It was discussed that this was an unapproved method, and could potentially damage the catheter. It was further reported, the neurosurgeon had to perform a laminectomy to gain access to the intrathecal space. There were no symptoms associated to the event. The patient was doing well, and receiving effective therapy. The pump was used to deliver dilaudid (hydromorphone) and bupivacaine. The cause for the difficulty accessing the it space remains unknown. Further follow-up was conducted to obtain this information. Should additional information become available, a supplemental report will be submitted.

Event description:
Additional information reported the cause of the difficulty accessing the intrathecal space was due to patient anatomy.